Manufacturer narrative:
(B)(4). Additional PMA/510(k) numbers: k011028, k013227.

Event description:
It was reported that the implant was removed due to peri-implantitis. Tooth location 30.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). One impl tapered scr-v ha 6mm 5.7mm 13mm (tsv6h13) was returned for investigation with a healing abutment. Visual inspection of the as returned product identified signs of use, dried blood and bone and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. DHR review and complaint history review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Sterilization record review could not be performed, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the (tsv6h13) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no negative trends or corrective actions for the reported event (periimplantitis) or device (tsv6h13) therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No further event information is available at the time of this report.